Manufacturer narrative:
Correction: model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) system, the patient went into complete heart block as during implant of the right ventricular (rv) his bundle lead came close to the conduction system. Once the rv his lead was placed and connected the patient went into a paced rhythm to compensate. The rv his lead remains in use. No further patient complications have been reported as a result of this event.